Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the batteries and completed the pm with full calibration, functional and safety checks which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the battery of the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test. Battery runtime was of 130 minutes, when the minimum runtime spec is 135 minutes. There was no patient involvement, and no adverse event reported.